Event description:
It was reported that during a da vinci-assisted gastric bypass surgery surgical procedure, a sliver of metal was sticking off of the end of the vessel sealer extend instrument. Fragments fell into the patient and they were retrieved during the same procedure. The procedure was continuing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and it was confirmed that all fragments were removed from the patient's anatomy, and that they were retrieved with the vessel sealer instrument. The instrument was used about 30 seconds before the issue occurred. The instrument was inspected before use and no damage was noted. The surgeon was grasping when he noticed the silver shaving. The wrist of the instrument was straightened before removing.

Manufacturer narrative:
Isi received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported event. The instrument was found to have a broken grip tip at the end of the grip. A piece approximately 0.028" x 0.150" was found to be broken off. The broken piece was returned. Upon visual inspection, the jaw ceramic dots were all visible. A review of logs showed no failures. The root cause of this failure is attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend instrument (480422-01/l91220309 0309) associated with this event has been performed. Per the logs, the instrument was last used on 10-may-2022. This complaint is being reported based on the following conclusion: it was alleged that the vessel sealer extend instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.